Manufacturer narrative:
No equipment was returned for investigation.

Event description:
Pt rec'd a full face treatment. During treatment, pt developed burns all over face. Pt now has hyper pigmentation. The hyper pigmentation has improved about 50%. Pt use bleaching agents for hyper pigmentation and also had a fraxel laser treatment.